Event description:
Complainant alleged that during a clinician's routine shift check of the device, it had no pacer output. The complainant indicated there was no pt involvement in the reported malfunction.